Event description:
It was reported that during testing bur broke inside the core impaction drill. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection the bur was stuck in the driveshaft.